Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that during the operation using the er320 instrument, one of the jaws broke and fell into pts abdomen. The jaw was retrieved.